Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in japan. It was reported that patient faced infusion set tubing detachment issue on (B)(6) 2025. The infusion set came off the connection while sleeping. The patient got hyperglycaemia and had nausea. The patient was treated with intravenous drip (saline). No further information available.